Manufacturer narrative:
Arjo was informed about an event with the maxi move passive floor lift and arjo passive loop sling (model number: mla2000) involvement. It was reported that before starting a transfer, the nurse assessed the patient as being ¿too unwell¿ to be getting out of bed as the patient was hypotensive and received a dobutamine infusion. The patient's son helped her to get out of the bed due to her instability and the nurse decided to lift the patient back to the bed. The patient became very agitated, started screaming and was leaping around the bedspace. When the patient was lifted up, the device lost its balance and tipped onto its side. The patient involved in the incident did not sustain any injury. Arjo was informed that one of the nurses sustained a skin tear and another nurse strained her neck trying to release the patient from the device. The customer did not report any device malfunction. According to the information provided, the device is serviced regularly by the 3rd party service provider - medworx. The customer's nurse manager informed arjo that she spoke to the nurse involved in the incident. Following the information received, the area around the patient's bed was cluttered and nurses were rushing as the patient started screaming and became agitated when the transfer began. When the patient was lifted up above the bed, the legs of the maxi move were placed beside the bed and the device started to tip over due to imbalance of the centre of gravity. The instructions for use for the maxi move passive floor lift (document number: 001.25060.en) in the "using your maxi move" section instructs how to properly and safely lift the patient from the bed: "before lifting a person from a bed, ensure there is sufficient clearance underneath the bed to accommodate the maxi move chassis legs using the adjustable width chassis leg width to assist with manoeuvrability around obstructions, such as bed legs or castors." Additionally, the document contains warning: "patients with spasm can be lifted, but great care should be taken to support the patient's legs to prevent fall risk and injuries." The instructions for use for the arjo passive loop slings (document number: 04.sl.00-7enau) in the "safety instructions - safety practices" section also provides information on how to handle transfer of anxious patients: "at any time, if the patient becomes agitated, stop transferring/transporting and safely lower the patient." Taking into account all the information obtained during the investigation, the root cause of the reported incident was the improper device handling. To sum up, while the event occurred the arjo maxi move passive floor lift and the passive loop sling were used as a system for a patient transfer when the device started to tip over and from that perspective the system failed to meet its performance specifications. The complaint was decided to be reportable due to device tipping over during a patient transfer.

Event description:
Arjo was informed about an event with the maxi move passive floor lift and arjo passive loop sling (model number: mla2000) involvement. It was reported that before starting a transfer, the nurse assessed the patient as being ¿too unwell¿ to be getting out of bed as the patient was hypotensive and received a dobutamine infusion. The patient's son helped her to get out of the bed due to her instability and the nurse decided to lift the patient back to the bed. The patient became very agitated, started screaming and was leaping around the bedspace. When the patient was lifted up, the device lost its balance and tipped onto its side. The patient involved in the incident did not sustain any injury. Arjo was informed that one of the nurses sustained a skin tear and another nurse strained her neck trying to release the patient from the device.